Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp 011927- the dentist reported that after nearly 1 month dental implant was installed in intraoral region 4#, he had to remove it because of infection. In addition, 45ncm of primary stability was achieved.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that after nearly 1 month dental implant was installed in intraoral region 4#, he had to remove it because of infection. In addition, 45ncm of primary stability was achieved.